Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (5.0 mcg/ml at 3.0034 mg/day) and baclofen (100 mcg/ml at 60.07 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On 14-jun-2016 it was reported that patient¿s doctor would not refill her pump. The patient had been given listings for other doctors but was not assisted in getting another doctor. No doctor would refill her pump because she had too high of medication and doctor one wasn¿t taking new patients. She went to 5 or 6 doctors and not one of them would touch her. She did not currently have a pump managing physician. Her pump was alarming. She went into dts (delirium tremens) and was admitted to the hospital. The patient ¿ended up with viral encephalitis and was taking too much coumadin at home because she would fall asleep and wake up thinking it was another day¿. Per the patient, her ¿level was greater than 8 and it should be 2¿. In (B)(6) 2016 her pump was without medication. On (B)(6) 2016 she was admitted to the hospital. The patient had an appointment scheduled on (B)(6) 2016 at a facility and was going to tell them to take the pump out. Additional information was received from a healthcare professional on 15-jun-2016 and it was reported that the pump was alarming. They did not have a physician programmer available to interrogate the pump, but they believed that the pump was empty because the patient no longer had a pump managing physician. The patient was discharged by her previous managing physician because the physician moved. The reporter was considering managing the patient¿s pump but did not have a programmer at this time. The patient¿s pump had run out of medication and had been alarming every 10-15 minutes for approximately the past 5 weeks according to the patient. The patient had flu-like symptoms, shakiness, and malaise which had occurred suddenly in (B)(6) 2016. They were trying to decide whether to continue with the therapy or explant the device. The reporter believed that the patient was through the withdrawal symptoms. The patient was currently being managed on oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.